Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 04-dec-2018. It was reported that lost image occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. During a percutaneous transluminal angioplasty (pta), an opticross imaging catheter was selected for use. However, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was separated in the lapjoint section of the catheter. Device evaluated by MFR: the unit returned has catheter detached in the tip. Visual inspection revealed that the imaging window was separated in the lapjoint section of the catheter. Impedance testing shows an electrical open at proximal wave form. Broken drive shaft and imaging core windup were encountered in the double heat shrink area of the telescope. Imaging core windup began 19.5 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device.